Event description:
Tip of holmium laser fiber broke off in patient as it was being used. Unable to locate. Doctor suggested that that the tip was removed during irrigation. 360 micron fiber, 365 micron fiber, energy 800mj 8hz, total pulses 4300, total joules 3440, total duration 9602.